Event description:
The patient presented with battery voltage of 2.55v after the device detected and began charging for what appeared to be externally generated noise. The decision was made to explant the device.